Event description:
It was reported that the insert did not lock into the cup. Therefore, he implanted a spare product instead.

Manufacturer narrative:
Associated device: trident psl ha cluster 52mm, cat #542-11-52e, lot# 38662501. A supplemental report will be submitted upon completion of the investigation.